Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that medication drawer 9 was failed to open while issuing the medication. The customer support specialist restarted the device that resolved the issue and the client able to login. The system functioned as intended after the customer support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux drawer won't open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.